Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: unk, unknown oxford knee prosthesis, unk, unk, unknown oxford femoral component, unk. Report source, foreign ¿ event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2017 - 00867, 3002806535 - 2017 - 00869.

Event description:
It was reported that the patient underwent an initial partial knee procedure. Subsequently, the patient was revised due to unknown reasons. All components were removed. No product details available. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.